Manufacturer narrative:
Hamilton medical ag complaint number:cer (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: "the respiratory therapist tried to change the angle of the screen and it went black. There were green lines on screen and the ventilator was still working but you could not see the alarms. They ultimately switched the g5 for another one without any harm to the patient. "